Manufacturer narrative:
Updated fields: b4,b5, d5 , e2 ,e3, e4 , e1 ( initial reporter , event site email ), d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , g2. A getinge field service engineer (fse) observed the screws holding the display mount assembly all fell out. Fse replaced the screws (d040-00-0458-01) with new screws and tested good. During system checkout, fse found that the unit would fail the pim leak test every time. Installed a new pim (d997-00-1178) and completed a full system test and calibration, all tests passed to factory specifications. For pneumatic module leak test fails the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 11 dec 2025. The failure analysis and testing dept. Received part number 0997-00-1178, sn (B)(6) with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the all manifold test. Leak differential pressure is at -13mmhg possible cause of the failure is wear and tear or component reliability. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. For screw - loose / missing / damaged. Based on the evaluation results provided by the field service engineer, the failure occurred due to a missing ¿screw kit¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was missing some screws on the top screen and fail the pim leak test every time . No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was missing some screws on the top screen. No patient involved.